Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap chole procedure, the surgeon insufflated the patient with a pneumo needle and inserted the xcel bladeless trocar (unknown which code). Upon insertion, the surgeon nicked the abdominal aorta. The procedure had to be converted to open in order to control the bleeding. The patient received two or three units of blood. The patient is in stable condition. The surgeon admitted fault. The trocar will not be returned.